Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during a procedure, the device popped after 15 puffs. A new device was used without incident. Additional information has been requested from the reporter. Should we receive additional information, a supplemental report will be filed.